Event description:
According to the op report, this valve was explanted along with the aortic valve due to endocarditis with chf. Echo showed pv leak of the mitral valve; however, the aortic valve could not be visualized due to "extreme"turbulence from the mitral valve. At explant, both valves were "grossly" infected. One area of the mitral valve was dehisced adjacent to the subaortic area and a second area of "partial" dehiscence was present posteriorly. The aortic valve was dehisced at the level of the left and right commissure, in the area between the subaortic "curtain" and the aorta, and at the level of the noncoronary sinus. The lvot and mitral annulus were reconstructed with bovine pericardium and the valves were replaced with a sjm 29mj-501, & 21ahpj-505. The pt was noted to be in stable condition.